Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for unexplained high blood glucose level of 700 mg/dl. The customer was hospitalized on (B)(6) 2015. The customer's symptoms were thirsty and breathing heavy. The customer was assisted with troubleshooting and found nothing wrong with the cannula or the insulin pump. It is unknown if the customer was wearing the pump during hospitalization. The product was returned for analysis.